Event description:
Customer reported that during a hemodialysis treatment on a system 1000 hemodialysis instrument a patient pulled out their implanted sub-clavan catheter access. Both the arterial and venous lines were pulled out. It was reported that air was in the bloodlines and the instrument did not alarm until there was an air detected alarm when the air reached the air detector. There were no signs or symptoms from the patient. Blood loss was limited to the amount of blood from the arterial access to the air detector.